Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system which successfully recognized the instrument. The pogo pins were not stuck and were not contaminated. The issue was not replicated. Additional observation not reported was the orange label pad printing was missing / flaking in three areas. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. Additional observation not reported was the blades were bent and did not meet resulting in a failed cut test. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pad printing material and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci low anterior resection procedure, the monopolar curved scissors instrument wouldn't go through a cannula due to something with the alignment on the sheath wouldn't advance. The instrument was not used on the patient after the reported issue was identified. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.